Manufacturer narrative:
The insulin pump was received with normal operating currents, passed error test, self-test, and the displacement test. However, the insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the occlusion test, prime test, and excessive no delivery test due to prime alarm. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during priming without stopping. Customer also received a compromised force sensor system alarm. Customer's blood glucose was 142 mg/dl at the time of the incident. Customer stated that the insulin continued to drip after the motor stops during the manual prime process. Customer stated that he was unable to exit the preparing to prime loop. Customer stated that the rewind message occurred after an alarm/alert. Customer stated that he is stuck in the rewind complete/bolus delivery loop. Customer treated with a syringe. Customer stated that the drive support cap was sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.